Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that after pulmonary vein isolation (pvi) and cavotricuspid ishmus (cti) ablation, as the blood pressure decreased, pericardial effusion was confirmed by echocardiography. It occurred 2 hours after the start of the procedure, during use of biosense webster products, in the ablation phase. Ablation had already been performed before pericardial effusion or tamponade was confirmed. Pericardial drainage was performed and the patient¿s outcome from the adverse event was reported as fully recovered. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician¿s opinion on the cause of this adverse event was that there was no particular concern about the cause of the cardiac tamponade, and it occurred imperceptibly. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-jun-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that after pulmonary vein isolation (pvi) and cavotricuspid ishmus (cti) ablation, as the blood pressure decreased, pericardial effusion was confirmed by echocardiography. It occurred 2 hours after the start of the procedure, during use of biosense webster products, in the ablation phase. Ablation had already been performed before pericardial effusion or tamponade was confirmed. Pericardial drainage was performed and the patient¿s outcome from the adverse event was reported as fully recovered. The patient did not require extended hospitalization. Steam pop was not confirmed. The physician assessment of the health hazard as non-serious (moderate/minor). Physician¿s commented there was no particular concern about the cause of the cardiac tamponade, and it occurred imperceptibly. Physician indicated the event was considered to be casually related to the product. Transseptal puncture was performed with rf needle. Irrigated catheter was used in the event, the flow setting was during ablation: up to 30w: 8ml/min, over 31w: 15ml/min. Correct catheter settings were selected on the smartablate generator and the pump switching from ¿low¿ to ¿high¿ flow during ablation as the pump was switched to ¿high¿ automatically. No error messages observed on biosense webster equipment during the procedure. Contact force monitoring features included dashboard; vector; visitag was used. Visitag module was used, parameters for stability used was range: 1mm, time: 5sec, force over time (fot): 35%, tag size: 2. Additional filter used with the visitag was fot. Tag index was used.